Event description:
It was reported that a patient presented remotely via merlin.net transmission. Review of the transmission revealed, the implantable cardioverter defibrillator exhibited non-sustained right ventricular over sensing due to post paced t-wave oversensing. The oversensing was noted on a stored electrograms. The patient did not receive any therapy during oversensing. The device was reprogrammed to resolve the issue. The patient was asymptomatic to the event.